Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. The device was not in patient use. During the eval of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue. The active exhalation control module was physically damaged and was replaced to address the issue.